Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. The event occurred at the (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with pump pocket bleeding on (B)(6) 2013. The patient's inr was 2.7. At the time of the event, the patient's anticoagulation therapy included warfarin and aspirin. The patient was admitted to the hospital from (B)(6) 2013 due to hematoma and hemorrhage at the pump pocket site. During the admission, the patient was transfused with 4 to 8 units of red blood cells; the actual number of units was not provided. The cause for the bleeding was reported as unknown. No additional information was received.

Manufacturer narrative:
A correlation between the device and the reported pump pocket bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on lvad support at the time of this event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.